Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure had been performed and a 27mm watchman flx pro closure device was implanted. At the one (1) year routine follow up post index procedure, a transesophageal echocardiogram (tee) revealed a mobile device-related thrombus (drt) was located on the atrial facing surface of the closure device, canted toward the limbus. The patient had been maintained on aspirin daily, and the routine 45-day follow-up tee had demonstrated no thrombus and no peri-device leak, with a complete seal noted at implant and no subsequent change in closure device position. In response to the drt, oral anticoagulation was restarted with eliquis.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure had been performed and a 27mm watchman flx pro closure device was implanted. At the one (1) year routine follow up post index procedure, a transesophageal echocardiogram (tee) revealed a mobile device-related thrombus (drt) was located on the atrial facing surface of the closure device, canted toward the limbus. The patient had been maintained on aspirin daily, and the routine 45-day follow-up tee had demonstrated no thrombus and no peri-device leak, with a complete seal noted at implant and no subsequent change in closure device position. In response to the drt, oral anticoagulation was restarted with eliquis.